Manufacturer narrative:
The device sample was not received at the time of the investigation report. Evaluation: method: device history record review. Results: from the device history record review - no similar defect was reported during the manufacturing or packaging processes of this lot. The device was manufactured before the corrective action (CAPA). Conclusions: CAPA (B)(4) was assigned to perform a depth evaluation.

Event description:
The event is reported as: the customer reports that the staples were unevenly formed during pre-testing. Most of the staples that were fired were not in full square shape and not meeting at the tips. No patient injury was reported.